Event description:
It was reported that the device triggered eos (end of service) due long charge time, along with a warning for charge circuit timeout and a remote monitoring transmission indicating charge circuit inactive. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Analysis confirmed the longer charge time using the original device battery. No significant leakage was observed on the high voltage therapy capacitors and the hybrid charged nominally when the battery was replaced with a donor battery and an external supply. The results were consistent with the device battery causing the ect (excessive charge time) and cto (charge time out). Battery analysis observed near-li-severing is consistent with the increased battery impedance measured upon receipt. The charge timeout and excessive charge time resulted from increased battery resistance induced by li-severing.

Event description:
The patient's spouse further reported that the device was beeping and the battery just went dead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.